Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a battery out limit and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had her pump in the holster and received a battery out limit. The customer stated that she cannot clear the alarm because the screen is frozen. The customer stated that she had keypad anomaly from the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.